Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed with the results of the investigation.

Event description:
A (B)(6) year old female caucasian presented with post cardiomyopathy cardiogenic shock. An impella cp was inserted for cardiac support, without issue. The following day, patient exhibited loss of pulses in the ulnar and radial arteries. As treatment, the impella was removed and a new impella device was inserted in the opposing arm. Patient endured no permanent injury and ischemia resolved, thereafter.